Manufacturer narrative:
Correction/removal reporting #s: 1627487-07262012-002-r and 1627487-05242011-002-r. This ipg serial number was included in a field advisory. Sjm has limited info related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The pt reported she had lost her charger and was unable to charge her ipg. The pt stated she was unsure of the last time she charged her ipg but did state that it had been several months. F/u pending.